Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined impedance and loss of capture were noted on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The analyst noted that only parts of the lead was returned. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.